Event description:
Centering tip of prosthesis impactor broke off during insertion of prosthesis. Tip was found and removed from field. Pt's femur was fractured due to this occurrence. Depuy representative took faulty instrument to their office.